Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The healthcare provider reported that the cause of the power on reset was because the battery was dead. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) gastrointestinal/ pelvic floor it was reported that patient was attempted to sync with ins and they got a power on reset message. The also reported that they pain started. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and the hcp via the manufacturer's representative (rep): the patient met with the physician's partner and it was confirmed the battery was dead and would be replaced. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient had loss of therapeutic effect and they stated their stimulator went dead the end of march. It was asked if it was due to normal longevity, patient said that they were assuming so. Patient has been working with doctor's office for replacement . Patient received a voicemail today stating the surgery had been moved from (B)(6). No further complications were noted or anticipated.